Event description:
Pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. The MFR received a report that the above referenced pt fell and interrupted normal operation of pacemaker and it was believed the lead became dislodged. Upon interrogation of the pacemaker system, physician accidently cut the lead and had to replace it with another. Pacemaker would not pace in the vdd mode with the new lead only in vvi. Physician elected to explant the pacemaker and lead and replaced it with another pulse generator and lead.